Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked above and below the bumper pad. There was no moisture/corrosion observed in the battery compartment. The returned battery cap had stripped threads and it was unable to maintain electrical connection. The reported "power" complaint was duplicated during investigation. A test batter cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. The cover was removed and there was no evidence of internal moisture damage to the power circuit. Additionally, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, and the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.